Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "wear and tear evident to end of arterial lumen from connection/disconnection to haemodialysis. Bleep from connection point within 3 minutes of commencing haemodialysis."

Manufacturer narrative:
Qn# (B)(4). The reported issue of arterial hub damage was confirmed through review of customer supplied pictures. No unit was returned for evaluation. A picture was provided confirming damage to the arterial section of the hub. Signs of use were observed. Scratches and marks were noted on the hub. The full extent and degree of damage could not be confirmed without a returned product. A DHR review was completed and no non-conformities related to the issue were observed. It is unknown if excessive force or tools were used on the hubs for connection/disconnection at the hub. The IFU was reviewed and the following was noted: - avoid clamping near luer-lock fittings. - repeated over tightening of bloodlines, syringes and caps will reduce connector life and could lead to potential connector failure. Based on the report and without a sample returned, the most likely root cause is undeterminable. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "wear and tear evident to end of arterial lumen from connection/disconnection to haemodialysis. Bleep from connection point within 3 minutes of commencing haemodialysis."